Manufacturer narrative:
Upon receipt, pre- decontamination visual inspection noted that the leads were returned in the lead barrels but were removed without difficulty. The rv+ and ra+ seal plugs were missing and a wrench tip was noted to be broken off in the rv+ and df- setscrew hex slots. All other setscrews moved freely. Post decontamination microscopic inspection noted that the wrench tip in rv+ was broken off below the retainer ring and its retainer ring was bent upward. The wrench tip in the df- was broken off high and was able to be removed without difficulty. In addition, the df- setscrew was stuck in the up position and its retainer ring was also bent upward. The force required to free the df- setscrew was measured to be 28 in-ozs. All other setscrews moved freely and operated normally. Analysis could not confirm the reported lead stuck issue however the cause of broken wrench tip and bent retainer rings is consistent with induced damage. The device meets specification electrically and longevity calculations confirm normal battery depletion.

Event description:
Boston scientific crm received information that this device was explanted for an unknown reason. During the explant procedure, difficulty was encountered while trying to loosen the right ventricular (rv) and right atrial (ra) setscrews. The setscrews could not be loosened despite troubleshooting. As a result, the ra and rv leads had to be surgically abandoned and replaced.

Manufacturer narrative:
As of today, the explanted device has not been returned for analysis. No adverse patient effects were reported.